Event description:
Children's pharmacy overnight technician found some flakes upon opening one pair of sterile gloves, size 6.5. The sterile gloves were sequestered, and technician notified pharmacist in charge. Manufacturer response for gloves, sterile gloves (per site reporter) reported to reps on [redacted date] in order to request mailer.